Event description:
It was reported that the ambicor penile prosthesis (app) was explanted because the "right cylinder does not inflate, with extrusion through the urethra." The "prosthesis was removed urgently." Additional information received states "penile prosthesis, with slight waving on the right and apparent discontinuity to the left in the proximal section."